Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and after doing so, the malfunction code did not recur. Customer was advised to continue using the pump and to reach out again if any further issues occurred.